Event description:
It was reported that event log file analysis captured a no external power event on the mobile power unit (mpu).

Manufacturer narrative:
Section d4: the device expiration date is missing. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 4 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 6:16:04, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to a loss of alternating current (ac) power. The alarms resolved at 6:16:07 once power was restored to the mpu. The loss of power did not persist long enough for no external power alarms to activate. The backup battery provided support to the system during the event. Pump operation was not affected. The heartmate mobile power unit (mpu) (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.